Manufacturer narrative:
The axium framing coil will not be returned for evaluation as implant coil was implanted in the patient. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of coil detached pre-maturely before deliver into the aneurysm. The patient was undergoing coiling treatment of a small unruptured, saccular ophthalmic internal carotid artery aneurysm. It was reported that half way through delivery a loop of the coil came out of the aneurysm. It was reported that the physician tried to reposition a coil and to pull back on the delivery wire, the coil was detached from the pushwire. The physician pulled back on the microcatheter and the coil repositioned better in the aneurysm. After the coil went back into the correct place, the physician was able to push the rest of the coil into the aneurysm successfully. The coil implanted successfully at the intended location. There were no reports of patient injury. The case was completed successfully after that. The patient went home on schedule the next day with no issues.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation of ¿pre-mature detachment¿ was confirmed. As received, the axium prime pushwire was found bent, twisted and tangled. The implant coil was not retuned as it remains in the patient. The tack weld replacement (twr) crimps were found broken; however, the pushwire was found intact distal to the break indicator at the manual detachment location (via hypotube). Under the microscope, the coin was not found to be located against the lumen stop, and the shield coil was found to be stretched. Without returned the implant coil, any contributing factors from the axium prime implant coil could not be assessed. The customer reported that the implant coil detached after pulling back on the pushwire. It is possible that the customer inadvertently pulled back on the axium prime pushwire tip, inadvertently breaking the tack weld replacement (twr) crimps. The broken tack weld replacement (twr) crimps likely led to the detachment of the implant coil as reported by the customer. This is evidenced by the coin location pulled back from the lumen stop. The cause for the stretching of the shield coil could not be determined. It is likely that the pushwire became twisted and tangled during packaging or during shipping back to medtronic for evaluation. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): precautions: "handle the axium prime detachable coil with care to avoid damage before or during treatment". Warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could p ossibly break. Gently remove and discard both the catheter and coil." Also, ¿damaged implant delivery pusher and/or coils may affect coil delivery to, and stability inside, the vessel or aneurysm, possibly resulting in coil migration or stretching.¿ if information is provided in the future, a supplemental report will be issued.